Event description:
It was reported that the stent delivery system balloon deflated slower than expected. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood visible in the guide wire lumen and crystallized contrast in the inflation lumen and loosely folded balloon. This is consistent with preparation, the sds advanced into the patient anatomy, the balloon inflated and the stent deployed. The overall catheter length was measured and met manufacturing criteria. A new indeflator filled with renografin 60 diluted 1:1 with water was used in an attempt to pressurize the balloon to the rated burst pressure (rbp) then measure the deflation times but the balloon could not be pressurized due to the crystallized contrast in the inflation lumen. The sds was left pressurized for two days in an attempt to dissolve the contrast; however, the contrast was not able to be dissolved. In this case, it is likely that the contrast mix ratio may not have been properly diluted and could have contributed to the deflation difficulties. Contrast that is more concentrated can lead to slower deflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It was noted that the contrast solution may have been more concentrated than normally prepared. Analysis noted a kink in the hypotube 44.5 cm distal to the strain relief tubing. There was no report of any damage to the product during visual inspection prior to use and/ or in the reported incident details. It is possible that the noted kink may have occurred during the procedure. If the kink occurred during the procedure, this may have contributed to the reported difficulty inflating the balloon because the inflation contrast travels in the hypotube and down along the inflation lumen to the balloon. However, since there was no mention of the kink to the hypotube in the incident and since the analysis of the returned product did not indicate any difficulty deflating the balloon despite the presence of the kink, it is not likely that this damage contributed to the reported difficulty. The kinks most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Factors that may contribute to the difficulty to deflate an sds include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this case, the reported difficulty deflating the balloon appears to be related to the operational context of the procedure.